Manufacturer narrative:
Correction: while testing the navigation system, the representative replaced the monitor of the navigation system.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. When connected to a known good system the returned monitor displayed a good image with no color distortion. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, there was a green hue and pixelization on the monitor of the navigation system. Representative also mentioned that the signal was also scrambled and was unable to see any image. Resetting the factory defaults and manipulating the monitor cord did not resolve the issue. There was no patient present at the time of the issue.